Event description:
Tech alleged that the head of the bed drifts down slowly. No pt impact.

Manufacturer narrative:
The tech found while troubleshooting the bed that the head of bed drifts down when raised. The tech replaced the head hi/lo cylinder to resolve the issue.